Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The device was explanted and replaced successfully. The pacemaker is expected to be returned for analysis. Outside of the revision, no additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The device was explanted and replaced successfully. The pacemaker is expected to be returned for analysis. Outside of the revision, no additional adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.